Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited significant noise on all three channels as a result of electromagnetic interference (emi). Multiple episodes had occurred dating back several months. Pacing inhibition resulting in greater than 2 seconds of asystole was observed in most of these episodes as well as one instance of tachy shock therapy being delivered when not necessary. Boston scientific technical services (ts) reviewed an electrogram (egm) and verified it as a continuous emi current resulting in oversensing. Subsequently this patient underwent a revision procedure and this ICD was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis of stored electrograms (egms) did confirm the observations of noise, pacing inhibition, and inappropriate delivery of shock therapy. As the device met specifications, it was determined that the field observations were not related to a device performance anomaly.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.